Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, moderately tortuous, mid left anterior descending artery. During preparation when the protective sheath and the stylet were removed the stent implant dislodged from the balloon and remains in the sheath. No resistance was felt during removal of the protective sheath or the stylet. The device was not used on the patient. A new xience xpedition stent delivery system was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.